Manufacturer narrative:
This complaint is deemed to meet the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for 'premature stent deployment with safety lock in place'. The complaint information stated that user of the device had the following issue: the device was used with a double balloon endoscope (fujifilm) for biliary stent placement in the common bile duct. After inserting the double balloon endoscope, the delivery system of the zilver stent (zilbs-635-86-/c939963) was advanced over a wire guide. Since the physician felt something wrong during advancement, he attempted to remove the delivery system once. However, when the distal end of the delivery system reached the endoscope channel at the handle end during retraction of the device, the stent was released without removal of the safety lock outside of the patient. One x zilbs-635-8-6 device of lot c939963 was returned for evaluation. It was returned in its original packaging and was open on receipt. On evaluation of the returned device, it was noted that a stent was returned deployed with the delivery system. The stent measured approx 60mm in length which would be the correct stent length for the returned delivery system. The red safety lock was attached to the device. It was noted that the flexor was compressed from approx 39.5cm to 50cm when measured from the connector cap. The overall flexor length was noted to be out of specification. A definitive cause for the reported observation could not be determined as we cannot replicate the conditions of use in the laboratory. The stent cannot begin to deploy unless the red safety tab has been removed or the tip is forcibly pulled causing the stent to emerge from the sheath. As per the instructions for use, IFU, the user is advised of the following: "prior to deployment stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement." However, the sheath most likely compressed and got damaged when force was applied when attempting to advance the delivery system through the scope due to the resistance encountered. The device was being used most likely in a tortuous anatomy. From the information provided resistance was encountered when advancing the device through the obstructed ares. The relevant personnel have been notified of this complaint. There was no zilbs-635-8-6 device of lot c939963 in stock at the time of the investigation. Prior to distribution all zilbs-635-8-6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-6 devices of lot c939963 did not reveal any discrepancies that could have contributed to this issue. No corrective action is warranted at this time. From the information provided, there were no adverse effects to the patient. The delivery system was removed and the stent was deployed outside of the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The device was used with a double balloon endoscope (fujifilm) for biliary stent placement in the common bile duct. After inserting the double balloon endoscope, the delivery system of the zilver stent (zilbs-635-86-/c939963) was advanced over a wire guide. Since the physician felt something wrong during advancement, he attempted to remove the delivery system once. However, when the distal end of the delivery system reached the endoscope channel at the handle end during retraction of the device, the stent was released without removal of the safety lock outside of the patient. Another zilver stent was used and the procedure was completed. There have been no adverse effects to the patient reported.